Event description:
It was reported that the insulin pump went into threshold suspend mode too late after detecting a low sensor glucose reading. The customer stated that he would be treating or eating and the insulin pump would suspend insulin delivery. He stated that the device would give alerts that shut down the basal deliveries at the wrong time. He noted that he adjusted the threshold suspend feature from 80 to 90 mg/dl due to the alert occurring too late. He stated that the blood glucose reading was 110 mg/dl when the insulin pump alarmed of shutting down. He reported that his blood glucose levels were climbing, as indicated by the blood glucometer. He advised that he would be returning the insulin pump and reverting to another insulin pump that was out of warranty. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-46429.